Event description:
It was reported that the pump battery was depleting quickly and that the battery gauge was fluctuating. Additionally, it was reported that the pump delivered less insulin than requested for a bolus. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.